Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary event and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00215 and 1225714-2014-00216.